Manufacturer narrative:
The returned device was evaluated and there was no data available from the device due to corroded batteries and pcb. Inspection of the device's fluid path showed insulin pouring out from the side of the soft cannula. Tears was found in the exposed and the unexposed portion of the soft cannula. The internal leakage will have been the cause for corrosion op the batteries and pcb. No other damages or defects were found with the device. The internal fluid leak can be confirmed as preventing the proper delivery of insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 22.9 (412.2 mg/dl). The pod was worn between 4 and 24 hours on the hip/buttocks. Hyperglycemia treated with a new pod.